Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 472 mg/dl). Customer alleged pump was not delivering insulin. System check with tandem technical support confirmed the reported device issue. Customer reverted to using manual injections for insulin therapy.